Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was going into surgery for a new pump. It was noted that there was ¿a bad kink in there¿ and that the patient hadn't had any medication in her for ¿god knows how long¿ and ¿maybe the whole time¿ because she kept complaining it didn't work, per the consumer. It was indicated that they kept giving her oral medication. The type of medication that was in the pump was fentanyl right now but it was noted that the patient had been through every kind of medication. The patient was in to have surgery to have a revision done and new pump on (B)(6) 2017. Information was requested regarding medication in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.